Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan on 10/20/04, alleging that her one touch ultra meter does not power on. Medical affairs was unable to get in contact with the pt and sent the pt a letter to obtain more clinical info. The last time the pt tested her blood glucose was a week earlier. She felt dizzy and tried to test and the meter would not power on. She contacted a medical professional for advice and was treated with 35u of humalog. No info on what her reading was on the physician's meter. Customer service verified that the pt was using the correct test strips and the meter powers on when pressing down on the "m" button. The meter did not power on when the test strip was inserted all the way into the test strip port. Customer service was unable to resolve the issue and sent the pt a replacement meter. Based on the info provided, there is no evidence of a serious injury, since the reading on the physician's meter was not provided. There is evidence of a malfunction, since the power issue was not resolved.